Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported reversed leads where the leads were properly connected to the patient and set up correctly. The customer also claimed that the cardiograph was altering the morphology of the ECG waveform.